Manufacturer narrative:
The device was returned but the engineering report is pending.  A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan.  Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Additional procedural details were received and are provided below:  the distal tip of the outer sheath on a 6 x 40 precise pro rx stent delivery system (sds)was torn about 2 mm and the stent was tilted, meaning partially released.  The device was replaced with another same model stent to complete the procedure. There was no reported patient injury.  It was noted after removing the device from the packaging, normal flushing and then along the angioguard guidewire to advance the precise. The temperature exposure indicator on the pouch was checked to confirm that the black dotted pattern with a grey background is clearly visible.  The product was stored, handled, inspected and prepped according to the instructions for use.  There was nothing unusual noted about the stent delivery system prior to use.  The intended procedure was carotid artery stenting for internal carotid artery was stenosis.  The intended lesion was located at the carotid bifurcation.  The 90% occluded target lesion length was 50 mm in diameter in a 5 mm vessel diameter.  There was no calcification and no vessel tortuosity.  The sheath introducer used was an avanti+ with an 8f mpd guiding catheter. The diameter of the unconstrained stent size was 1-2 mm larger than the vessel diameter.  Delivery of the sds to the lesion was ipsilateral.  The device was prepped in the tray.  The tuohy borst (hemostasis) valve was in the open position when received and was closed prior to removing the device from the tray.  When removed from the tray the stent was still constrained within the outer member/sheath.  There was no difficulty prepping the device and no excessive force used during insertion. The device was returned for analysis. One non-sterile precise pro rx 6 x 40 unit was received coiled inside in plastic bag. Per visual analysis, a bent condition was observed at 10 cm from distal end. A frayed/split condition was observed on brite tip. Dried blood residues were observed on catheter distal section. No other damages/anomalies were observed on the unit. The usable length was measured and was found within specification. Per functional analysis the unit was successfully deployed. Per sem analysis the tip frayed/split area presented evidence of elongations. Elongation is a common characteristic of pieces which were stretched / pulled until separation. Based on the available evidence, it is possible that a stretching/pulling event may be related the tip frayed/split condition found. No other anomalies were found during sem analysis. Review of lot 17579511 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported ¿stent delivery system (sds)-ses - deployment difficulty - premature deployment¿ was not confirmed through analysis of the device; however, a frayed/split condition was found on the tip, which could be related to the struts of the stent expanding in the brite tip. The reported ¿outer sheath - distal tip- separated¿ was confirmed through analysis of the device. The exact cause of the failures experienced by the customer could not be conclusively determined. Based on the information available for review, procedural/handling factors may have contributed to issues reported as evidenced by elongations found during sem analysis. According to the IFU ¿advance the stent delivery system past the lesion site. Pull back the stent delivery system until the radiopaque inner shaft markers (leading and trailing ends) move in position so that they are proximal and distal to the target lesion. Ensure that the stent delivery system outside the patient remains flat and straight. Caution: slack in the catheter shaft either outside or inside the patient may result in deploying the stent beyond the lesion site. Initiate stent deployment by retracting the outer sheath while holding the inner shaft in a fixed position. Deployment is complete when the outer sheath marker passes the proximal inner shaft stent marker. Note: the mechanism for stent deployment is outer sheath retraction. Deployment is completed by maintaining inner shaft position while retracting the outer sheath and allowing the stent to expand (often referred to as the ¿pin-and-pull¿ method).¿ neither the DHR review nor the product analysis results suggest that the failures experienced by the customer is related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.   (B)(4).

Manufacturer narrative:
This device is available for analysis but has not yet been received.  Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the affiliate, the distal tip of the outer sheath on a 6 x 40 precise pro rx stent was torn about 2 mm and the stent was tilted.  The device was replaced with another same model stent to complete the procedure. There was no reported patient injury and the device will be returned for analysis.  It was noted after removing the device from the packaging, normal flushing and then along the angioguard guidewire to advance the precise.

Manufacturer narrative:
The device was returned and was updated accordingly. The completed engineering report will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported by the affiliate, the distal tip of the outer sheath on a 6 x 40 precise pro rx stent was torn about 2 mm and the stent was tilted. The device was replaced with another same model stent to complete the procedure. There was no reported patient injury and the device will be returned for analysis. It was noted after removing the device from the packaging, normal flushing and then along the angioguard guidewire to advance the precise. One non-sterile precise pro rx 6 x 40 unit was received coiled inside in plastic bag. Per visual analysis, a bent condition was observed at 10 cm from distal end. A frayed/split condition was observed on brite tip. Dried blood residues were observed on catheter distal section. No other damages/anomalies were observed on the unit. The usable length was measured and was found within specification. The functional test (deployment process) was performed without difficulty. The unit was successfully deployed. Unit was sent to sem analysis to determine the root cause of the tip frayed/split. Results showed that the tip frayed/split area presented evidence of elongations. Elongation is a common characteristic of pieces which were stretched / pulled until separation. Based on the available evidence, it is possible that a stretching/pulling event may be related the tip frayed/split condition found. No other anomalies were found during sem analysis. Review of lot 17579511 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported ¿stent delivery system (sds)-ses - deployment difficulty - premature deployment¿ was not confirmed through analysis of the device; however, a frayed/split condition was found on the tip, which could be related to the struts of the stent expanding in the brite tip. The reported ¿outer sheath - distal tip- separated¿ was confirmed through analysis of the device. The exact cause of the failures experienced by the customer could not be conclusively determined. Based on the information available for review, procedural/handling factors may have contributed to issues reported as evidenced by elongations found during sem analysis. According to the IFU ¿advance the stent delivery system past the lesion site. Pull back the stent delivery system until the radiopaque inner shaft markers (leading and trailing ends) move in position so that they are proximal and distal to the target lesion. Ensure that the stent delivery system outside the patient remains flat and straight. Caution: slack in the catheter shaft either outside or inside the patient may result in deploying the stent beyond the lesion site. Initiate stent deployment by retracting the outer sheath while holding the inner shaft in a fixed position. Deployment is complete when the outer sheath marker passes the proximal inner shaft stent marker. Note: the mechanism for stent deployment is outer sheath retraction. Deployment is completed by maintaining inner shaft position while retracting the outer sheath and allowing the stent to expand (often referred to as the ¿pin-and-pull¿ method).¿ neither the DHR review nor the product analysis results suggest that the failures experienced by the customer is related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.